Event description:
Pt had previous revision of total left hip in 2003. Pt sustained a fall causing a dislocation of the left hip, november 2004. The hip was not able to be reduced and a revision of left total hip was performed. Upon removing the ball from the femoral head the polyethylene liner was identified. It had completely disassociated from the acetabular shell. The liner was examined by the surgeon who did not see any fractures or anything grossly wrong and could not determine the reason why there was a dissociation.